Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous poplitial artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during second inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm peripheral cutting balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during second inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm peripheral cutting balloon. No patient complications were reported. Returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a 27mm longitudinal tear starting 51mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:47 pm CT. The report number is being corrected from: 2134265-2018-64383 to: 2134265-2018-63124.